Event description:
It was reported that shaft broke. A 3.50 x 20mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, the shaft broke right proximal to balloon on advancing. The procedure was completed with alternate method. No patient complications were reported.